Event description:
A consumer reports that following bilateral intraocular lens (iol) implant surgery, she has difficulty seeing at all distances and at night. The consumer has been offered various options by her surgeon including glasses, contact lenses and lens exchanges. She currently wears different glasses to correct various distance visions, but is not pleased that this is necessary. In follow up, the surgeon reports the outcome and prognosis for the pt as "excellent". There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in this lot number by the same consumer. Additional info was requested 08/07/2008, 08/11/2008, 08/12/2008 and 09/02/2008 by mail, fax and phone. Additional info was received 08/07/2008, 08/11/2008, 08/20/2008 and 08/21/2008 by phone. Pt records and a completed questionnaire were received 09/02/2008.